Event description:
It was reported that bd phoenix panel nmic-306 organism will test positive and will be susceptible to ceftriaxone and when run on offline esbl it will come back negative. The following information was provided by the initial reporter: when running nmic 306 panel, they will have an organism test esbl positive, it will be susceptible to ceftriaxone, and then they will run an offline esbl test that will come back negative. They also have organisms that are esbl negative, resistant to ceftriaxone, and have variable results on offline esbl test.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for false positive esbl when using phoenix panel nmic-306 (449292) batch unknown. The customer did not provide panel returns, lab reports or isolate returns for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: media selection: isolates must be recovered from non-selective media. Table 16 recommended media in the bd user manual for a list of recommended media. Ensure quality of vendor selection for plated media. Variations in formulations may impact results. Culture handling; cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. For qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). Mcfarland preparation: use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. Ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. Prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. Ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. Confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. Use bacterial suspensions within 60 minutes of preparation. Panel preparation: panels should be used within 2 hours of removal from pouch. Inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. Allow sufficient time for fluid to traverse down the well tracks before moving the panel. Avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. Inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix panel nmic-306 organism will test positive and will be susceptible to ceftriaxone and when run on offline esbl it will come back negative. The following information was provided by the initial reporter: when running nmic 306 panel, they will have an organism test esbl positive, it will be susceptible to ceftriaxone, and then they will run an offline esbl test that will come back negative. They also have organisms that are esbl negative, resistant to ceftriaxone, and have variable results on offline esbl test.